Event description:
This rv lead was implanted on (B)(6) 2006 and was explanted on (B)(6) 2011 due to an unknown reason. The physician was dr. (B)(6) at the (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).